Event description:
It was reported the patient had an infection and the onset/diagnosis of the infection was (B)(6) 2014. Perioperative antibiotics were administered and the patient did not have meningitis. The patient was scheduled for their full implant surgery on (B)(6) 2014 and it was unknown if the patient was implanted with trial devices at the time of report. The primary location of infection was the device pocket and redness, drainage, and incisional would opening were noted as symptoms. No culture was obtained. The patient was given oral antibiotics and the infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).